Event description:
It was reported the screen was blank, even after rebooting. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer screen goes blank, intermittent display; display flex found damaged (torn). Analysis also found the power cord bay door latch tab is damaged. Lower hinge plate found cracked. Programmer failed left antenna test; rft (radio frequency transceiver) left contact was found loose. Lower case with feet was overly worn. It is noted antenna cables were pinched during assembly. (B)(4).